Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion despite several attempts. The device was removed from the patient's body and the edge of the stent struts was found to be lifted. The procedure was completed with a 3.0 x 32 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.